Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer, with the assistance of technical support, performed a pump reset and successfully started their sensor session, resolving the issue.